Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: 03 80 29 54 49. Initial reporter fax#:03 80 29 51 29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 21 g x .75 in. Bd vacutainer® ultratouch¿ push button blood collection set with 7 in. Tubing and luer adapter leaked blood onto protected and gloved hands during use. There was no report of injury or medical intervention.

Manufacturer narrative:
After the sample was tested for leakage, further communication indicated that the customer's failure mode was splatter, not leakage. Activation of the device after the needle is removed from the site should be performed away from self and others, since external blood droplets/IV fluid droplets may result. Activation of the device while the needle is still in the venipuncture site is recommended.

Manufacturer narrative:
Summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for splatter/leakage with the incident lot was not observed as all product specifications were met; no leakage was identified during testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for splatter/leakage with the incident lot was not observed as all samples met the required specifications. Root cause: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.